Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, there is a fibronectin membrane on the anterior optic of a company lens, noted fusion of the rhexis margin onto the iol, glistenings and posterior capsule opacification. There is no history of uveitis, diabetic retinopathy, or anything else to suggest this patient had exuberant post-op inflammation. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Based on the content provided in the medical information reviewed, conclusive confirmation that the associated company device iol caused the findings described in this complaint record cannot be established. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the product met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).